Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: it was reported that scrub tech noticed splintering of carbon fiber, on base and extension, while installing them. Case type: tka. Update: "yes. Patient was under anesthesia." Product evaluation and results: inspection showed small pits in the carbon fiber. Per inspection procedure qip 0005 appendix IV¿ table 4, small pits in the carbon fiber are acceptable. No product problem identified. Product history review: review of the device history records indicate 8 devices were manufactured and accepted into final stock on 09-19-2017 with no reported discrepancies. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210070, lot number 603889 shows no additional complaints related to the failure in this investigation. Conclusions: per d03391, the failure could not be determined as the product was not available for inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. H3 other text : product was not available for evaluation

Event description:
Scrub tech noticed splintering of carbon fiber, on base and extension, while installing them. Case type: tka update: "yes. Patient was under anesthesia."

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Scrub tech noticed splintering of carbon fiber, on base and extension, while installing them. Case type: tka. Update: "yes. Patient was under anesthesia."